Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal follow-up, externalized conductors were observed through fluoroscopy. No electrical anomalies were detected. The patient was converted during a defibrillation threshold test. No resolution was suggested. The patient will continue with routine follow-ups.